Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose over 600 mg/dl. Customer feels fine to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 316 mg/dl. Customer's blood glucose reading at the time of the incident was over 600 mg/dl. Customer was vomiting. Customer treated their high blood glucose reading with manual injection. Customer high blood glucose reading stared on early (B)(6) 2017. Customer's mother stated the drive support was sticking out. Infusion set was changed on (B)(6) 2017. Customer's mother did not mention if there was air bubbles or leaks. Customer's mother did not mention if cannula was bent. Customer's mother did not perform high pressure test. Insulin pump will be returning for analysis.